Manufacturer narrative:
Additional narrative: note: this MDR report is being submitted due to a retrospective review of complaints associated with a remedial action (recall ID number: 92539). Section a2, a3, a4, a5: unknown/ not provided. Section d6a/d6b - not applicable, as this is not an implantable device. Section e1: telephone: (B)(6). Section h9: johnson & johnson surgical vision (jjsv) has initiated a field action related to the veritas¿ advanced infusion packs (vrt-ai) and veritas¿ advanced fluidics packs (vrt-af) due to the potential for the weld protrusion to be larger than the design specification which could lead to failure during the priming cycle and/or suboptimal vacuum delivered to the phacoemulsification and irrigation/aspiration handpieces during the surgical case. This could result in a delay in surgery and/or longer surgical time, which may result in post-operative ocular sequalae, such as transient corneal edema. Device evaluation: product was returned and evaluated. A visual inspection of the returned products reveals a noticeable weld gap protrusion. The observed weld gap is a known issue that can contribute to the reported priming issue. The reported issue is confirmed. Based on investigation results a product malfunction and product deficiency was confirmed. A nonconformance was initiated to address the weld gap protrusion findings. Manufacturing record review: a review of the records related to the device was performed. The records showed the device and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is indication of a product quality deficiency all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that priming had failed to pass with veritas advanced infusion pack. Procedure was completed successfully with back up pack. There was no patient injury. Product was returned for investigation and investigation results confirmed a slight weld gap protrusion. No further information provided.